Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4) - against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat a lesion in a non-tortuous unspecified coronary vessel, a 3.0x8 rx xience xpedition stent delivery system (sds) was advanced toward the lesion when the sds failed to cross the mildly calcified lesion, force was applied, and the hypotube shaft separated. Both parts of the rx xience xpedition were able to be simply withdrawn from the anatomy without issue. No issues had been noted during unpackaging and prep. Another unspecified sds was able to cross and treat the lesion successfully. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.